Manufacturer narrative:
Product not returned to manufacturer, product complaint type will be monitored.

Event description:
The facility reported that they observed something that looked like a skin tear under the gel pad, away from the insertion site, about 1-2 cm in length. The next day, there was green drainage at the site. Positive culture for enterococcus resistant to cephalosporins, immunogylcosides, clinomycin, and a sulfa-type antibiotic. The facility reported that the catheter was removed and the patient healed.